Event description:
Customer reported a malfunction code with their device, which did not cause the blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided reset information and assisted the customer in resetting the device. The customer was instructed to continue using the pump and to call back if the malfunction recurred, which the customer understood and acknowledged.